Event description:
It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced 5 feb 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A partial lead (only connector portion) was returned in one piece. The test for lead impedance could not be performed due to the as received condition of the partial lead. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the connector pin assembly at the proximal region. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.